Event description:
It was reported "first catheter was placed in patient, vps g4 confirmed blue bulls eye and line was released for use. Cxr was taken about 24 hours later and the PICC was determined by x-ray to terminate in the brachiocephalic. The clinical decision was to guidewire exchange a new PICC line. The inserter added 7cm from prior catheter measurement and another blue bullseye was obtained; confirmatory chest x-ray was taken on this second catheter and confirmed device." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided photos for evaluation. Two of the photos show a snapshot of a bbe and two of the photos show an x-ray of the tip placement. A device history record review performed on the console did not reveal any manufacturing or servicing related issues. Without the device to evaluate, the probable cause could not be determined from the available information. If the sample becomes available or additional information is received, the investigation will be updated. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "first catheter was placed in patient, vps g4 confirmed blue bulls eye and line was released for use. Cxr was taken about 24 hours later and the PICC was determined by x-ray to terminate in the brachiocephalic. The clinical decision was to guidewire exchange a new PICC line. The inserter added 7cm from prior catheter measurement and another blue bullseye was obtained; confirmatory chest x-ray was taken on this second catheter and confirmed device." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".